Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and audio/beep anomaly. The customer's blood glucose value was 146 mg/dl. The customer stated that she had a double screen with the home screen at the top and the version information at the bottom. The customer stated that the pump had a long extended beep that did not stop until she took the battery out. The customer stated that the pump had a black dot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. The insulin pump was monitored for several days, no unlocked j2 lcd keypad connector, no unexpected black dot noted, no unexpected constant tone alarm noted and no unexpected low battery alarm noted. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.